Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-02558 . It was reported the patient was receiving inadequate stimulation. As a result, the patient's system was explanted on (B)(6) 2019.